Event description:
The customer reported that on (B)(6) 2012 between 1:50 and 4:50 pm her blood glucose rose from 154 mg/dl to 274 mg/dl because she didn't have any insulin available. At 4:55 pm she activated the device and corrected with a 1 unit bolus. At 4:57 pm her bg had reached 403 mg/dl and she took an additional 1.5 unit bolus. She deactivated the device at 6:21 pm after her bg measured 467 mg/dl. She stated that the cannula was kinked, there was condensation in viewing window, and was also a spot of blood on her skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user guides warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hyperglycemia, repeated the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It cautions "keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include several new, sealed pods; a vial of rapid-acting u-100 insulin; syringes for injecting insulin; and instructions from your healthcare provider about how much insulin to inject if delivery for the pod is interrupted."